Event description:
Pt had scheduled hysteroscopy dilitation and curettage with novasure procedure done for abnormal uterine bleeding. Novasure was done without difficulty and pt discharged to home. Over the next week it was found that the novasure corners burned thru the back top of the uterus and burned the small bowel. She subsequently had a hysterectomy and a bowel resection and had extended stay in the hospital because of subsequent severe malnutrition and dehydration, acute kidney event and gastrointestinal issues.